Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator's display was blank. Patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4). The evaluation was completed by a non-medtronic service provider, and the customer reported event was not duplicated; the ventilator passed self tests. Medtronic was not authorized to conduct the repair.

Event description:
The ventilator was not on a patient at the time of the event.